Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels as high as 360 mg/dl. At the time of report, the customer's bg level was 232 mg/dl. The bg level was addressed with a bolus via the pump. A system check with tandem¿s technical support confirmed that the pump, cartridge, and infusion set tubing functioned as expected. The contact declined to inspect the site. Reportedly, the cartridge and infusion set were changed.